Event description:
Procedure type: gastrectomy. According to the reporter: after 2nd firing, it was noticed the first stapling line was partly torn. Another device was used, and additional suturing was applied to the suture staple line. No bleeding was reported. Nothing fell into the pt cavity. More than 3cm of tissue had to be resected. Operating time was extended more than 30 minutes.

Manufacturer narrative:
(B)(4).